Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) and (device #2) on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr (1213643-2019-12287). This supplemental emdr has been submitted to report the corrected product details provided in the amended legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol marlex mesh (bard flat mesh) (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) and (device #2) on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax, marlex mesh and perfix plug on (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh and perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.